Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to a pericardial effusion noted during device use. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. The transeptal puncture was performed and the steerable guide catheter (sgc) and clip delivery system (cds) were advanced to the left atrium. There were no device issues and there was no unusual resistance. A pericardial effusion was noted. The procedure was aborted, devices removed, the patient's anticoagulation reversed with medications, and a pericardiocentesis was performed as treatment. The patient is in stable condition and the mr remained grade 4+. Per physician, it is unknown what caused the effusion. There was no indication until of an effusion until after the sgc with the cds were in the left atrium. The patient is in stable condition. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported pericardial effusion cannot be determined. It should be noted that the reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.